Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer had a blank display on the insulin pump. Customer's blood glucose was 178 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off power test. However, the insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.